Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed with an autofill failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) failed with an autofill failure. There was no patient involvement.

Manufacturer narrative:
The fse that encountered the issue found the fill helium regulator to be the problem. Fse replaced the helium reservoir and tested the unit. Unit is now autofilling normal. Fse performed a full pm per manufacture specifications, unit has passed all test and calibrations and is now ready for clinical use.